Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error, prime anomaly the customer¿s blood glucose level was around 400 mg/dl at the time of the incident. It was reported that the buttons do stuck and sometimes don't work on first push. It was also reported that the insulin does squirt out instead of drip. The insulin pump will not be returned for analysis.